Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted; therefore, analysis cannot be performed. The patient was tested for metal allergies including nickel and cobalt chrome, and the results were negative, the implanted neuroform ez stent is a nickel/titanium alloy - nitinol. However, other competitor (axiumcoils (ev3) and hydroframe coils and vfc coils (microvention) were present/implanted. Review and analysis of all available information fails to indicate an assignable cause or probable cause for the reported patient issue; therefore, a root cause cannot be determined.

Event description:
It was reported that approximately three month post procedure the patient was suspected to be suffering from asymptomatic encephalopathy due to metal allergy. During the index procedure competitor coils were implanted in addition to the stent. The physician treated the patient with steroids (unknown type and dosage). It was reported that the patient was tested for metal allergies including nickel and cobalt chrome, and the results were negative. The patient was reported to be doing fine.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that approximately three month post procedure the patient was suspected to be suffering from asymptomatic encephalopathy due to metal allergy. During the index procedure competitor coils were implanted in addition to the stent. The physician treated the patient with steroids (unknown type and dosage). It was reported that the patient was tested for metal allergies including nickel and cobalt chrome, and the results were negative. The patient was reported to be doing fine.